Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin and humalin insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.